Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. During troubleshooting with tandem technical support, the location of the blockage was unable to be confirmed. The customer's blood glucose was 320 mg/dl.